Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir lip ring was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.